Manufacturer narrative:
(B)(4). Date sent: 9/16/2021. D4: batch # unk. Additional information was requested, and the following was obtained: is the current patient status known? Patient discharged. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) No.

Manufacturer narrative:
(B)(4). Batch #: unknown. Date of procedure unknown. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: is the current patient status known? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.

Event description:
It was reported that during an unknown procedure, the gun was not stopping. Surgery was delayed five minutes with successful completion of procedure. Patient consequence was not reported. No further information is available.